Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
The received device had the cannula assembly deployed; it was confirmed that the pink slide moved forward and the formed needle was fully retracted. The downloaded data showed that the device ran 43 first prime pulses and was deactivated at 879 pulses. No evidence was found that would result in a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.